Event description:
It was reported that the g5 has a power port damage. According to the patient, explain that last night the battery was not charging. So, the patient went to ER because the device was not working and he was having difficult time to breath. He was in the hospital for about 10 hours until he become stable. They provided him with supplemental oxygen. The patient had covid from the hospital and hypertension the patient received a replacement 2 days after the event.

Manufacturer narrative:
The device was returned for evaluation on 04jun2025. The unit was returned with an "service needed" complaint, which was confirmed through data log analysis. The primary issues identified were contaminated zeolite and a blocked feed port. Zeolite absorbed too much moisture caused to the column contamination.additionally, dust accumulation in the muffler resulted in a blocked feed port. These conditions caused high column pressure, increased power I consumption, and both low internal and external. A leaking sensor was noted, caused by overtightening of the cannula barb, and the product manifold was leaking due to debris under the check valve. The top housing and uip were replaced due to cosmetic damage.